Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that eddy irrigation tip broke during use. No injury occurred.

Manufacturer narrative:
No issues were detected during production of claimed lot. Production vdw batch # 429738 meets specifications. No further investigation since product was confirmed to have been discarded. DHR without fault. Root cause cannot be determined. We were updated that the broken part could be removed and the involved product had been discarded. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: indeterminate. The important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined.